Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 (mg/dl). Reportedly, the customer attributed their low bg level to not eating enough food. Food was consumed to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.